Event description:
On (B)(6) 2011, the reporter contacted lifescan italy alleging that the subject meter was displaying an 'error 1' message. The reported issue was unresolved with troubleshooting with customer service. There were no allegations of harm of injury. Replacement product(s) were sent to the patient.